Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device will not turn on / off, does not turn on when connected to device. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1, and c3 on motor control board. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 27jan2020 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device will not turn on / off, does not turn on when connected to device. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1, and c3 on motor control board. A review of the device history record showed the device had a manufacture date of (B)(6)2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device will not turn on / off, does not turn on when connected to device. There was no patient involvement.

Event description:
The customer reported that the device will not turn on / off, does not turn on when connected to device. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.